Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. Vascular access was gained via the right femoral artery. The 90% stenosed lesion being treated was located in the severely tortuous and moderately calcified distal right coronary artery (rca). The lesion was dilated with an unspecified balloon. Following dilation the physician advanced the 2.25x32mm taxus liberte atom stent delivery system (sds) and was not able to cross the lesion. When attempting to advance or withdraw the sds the stent was stripped off the balloon. The sds was removed without the stent on the balloon. The dislodged stent was located and successfully snared using a non-bsc device. Procedure was completed with a 2.25x28mm non-bsc stent deployed in the rca. No additional patient complications were reported and the patient's current condition is ok.

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. Vascular access was gained via the right femoral artery. The 90% stenosed lesion being treated was located in the severely tortuous and moderately calcified distal right coronary artery (rca). The lesion was dilated with an unspecified balloon. Following dilation the physician advanced the 2.25x32mm taxus liberte atom stent delivery system (sds) and was not able to cross the lesion. When attempting to advance or withdraw the sds the stent was stripped off the balloon. The sds was removed without the stent on the balloon. The dislodged stent was located and successfully snared using a non-bsc device. Procedure was completed with a 2.25x28mm non-bsc stent deployed in the rca. No additional patient complications were reported and the patient's current condition is ok.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a taxus liberte stent delivery system (sds) and stent with no original packaging or other devices. There was a blood like substance in the wire lumen and contrast on the stent. The balloon was tightly folded. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon in manufacturing. The stent was dislodged from the sds. There stretched struts on several rows of the stent. There was no damage to the sds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).